Event description:
The patient's mother said that the pump did not have power. She did not have the pump handy to troubleshoot. There was no reported patient impact associated with this complaint. The reporter said, she would call back but has not yet called back.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.